Manufacturer narrative:
The device sp 14 003 has been inspected for investigation purpose. The tests performed confirmed that the device was functional ant the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, "the surgeon had the feeling to touch something during the incision, he therefore decided to increase the diameter of his incision. The procedure has been completed with a traditional surgery technique. On the 2d control the pins were not correctly positioned. A repositioning of one pin has been performed using the traditional surgical technique.